Event description:
The customer reported that the blender regulator is leaking. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator, found leak in blender regulator and replaced the regulator to fix the reported issue. The ventilator performs to specifications.